Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Functional testing determined that the reported condition of a "problem" with the device was an f-2 alarm. The cause of the alarm condition was the safety slide clamp assembly was out of calibration. To address this issue the safety slide clamp assembly was calibrated. The device was restored to a good working condition and returned to the customer. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
It was reported that a flogard infusion pump had a problem. It was not specified when in the process this occurred. There was no patient involvement reported. Additional information was requested and is not available.